Manufacturer narrative:
Device evaluation: the evaluation of the returned pump confirmed the presence of thrombus. Upon disassembly of pump, examination of the distal-side of the inlet stator revealed a small thrombus ring surrounding the inlet bearing cup, obstructing less than 10 percent of the blood flow path. The thrombus ring was strongly adhered to the bearing cup and appeared to be in the early stages of laminated layering, indicating that it developed on the inlet bearing cup over an undetermined amount of time while the pump was supporting the patient. In addition, examination of the proximal-side of the outlet stator revealed small, red tissue-like depositions in contact with two stator blades and adhered to the outlet bearing cup. The non-laminated structure of the depositions suggests that they did not initially form in the outlet stator. Although their specific origins could not be conclusively determined, the depositions showed a similar color and texture to that of the thrombus surrounding the inlet bearing cup, suggesting that they may have potentially originated in that location. The evaluation could not conclusively determine a specific cause for the development of the observed depositions in the device. Although the depositions did not appear large enough to have significantly obstructed blood flow, their partial obstruction of the blood flow path could have contributed to the reported elevated lactate dehydrogenase levels. The submitted system controller log file contained data from (B)(6) 2017 and showed moderate elevations in pump power in (B)(6) 2017, which had since returned to baseline levels. No atypical alarms or interruptions in pump function were captured. While the depositions in the pump could have potentially created increased drag on the spinning rotor to cause slight elevations in pump power, a duration of time for which the depositions were present in the device could not be determined and therefore, they could not be conclusively correlated to the moderate power elevations captured in the log file several weeks prior to the pump exchange on (B)(6) 2017. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 11 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient was admitted to the hospital with an elevated lactate dehydrogenase (ldh) level and elevated pump power readings. The patient was admitted on (B)(6) 2016 when the ldh level elevated to 700-800 u/l. IV heparin was given for treatment. The patient's ldh level decreased to 400 u/l, and the patient was discharged home with a higher target inr. Subsequently the ldh level came down to 354 u/l; however, the ldh elevated again. Lovenox administered, but the patient's ldh level continued to rise and the patient was admitted and treated with argatroban. On (B)(6) 2017, it was reported that the patient's ldh increased to over 1000 u/l. Ramp echocardiogram was abnormal; however, there were no other signs or symptoms of heart failure. On (B)(6) 2017, the patient underwent a pump exchange via subcostal incision. It was reported that a small thrombus was observed on the inlet stator. No additional information was provided.